Event description:
Additional information received indicates that the patient underwent surgical intervention during which the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-05179. It was reported the patient was experiencing uncomfortable therapy whether therapy was on or off. Reprogramming was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The reported issue was not confirmed. Analysis of the returned lead found it had been cut during the explant procedure resulting in a stimulation end segment and a terminal end segment. Microscopic inspection did not identify any broken wires in either of the segments and the stimulation end segment passed end to end continuity and inter-channel continuity testing. There were no anomalies identified in either of the segments that would have existed prior to explant that would have contributed to the alleged stimulation issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.